Event description:
It was reported that the user experienced a blood glucose of 363 mg/dl with rapid rise after eating a large corn muffin in response to a low alert, then announcing and consuming a usual breakfast and later announcing an additional meal entry, which impacted ilet bionic pancreas automated corrections. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, characterized as overtreating low blood glucose; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.